Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, "alarm sounds after the screen turns off (e03)" likely occurred due to faulty pressure sensor on the main board but the cause of which could not be identified. Additionally, the cause of the gas connection showing signs of corrosion inside was unable to be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "problem: all leds are turned off. Possible cause: an error is detected in the internal circuitry of the high-flow insufflation unit." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus hamburg. The customer reported issue, which the customer described did not occur in the continuous test run. The reported issue was not duplicated. However, the error memory is full of the error "e03", which indicates a problem with the pressure sensor or the mainboard. Pressure sensor and mainboard needs to be replaced. Further inspection findings found, there is a modified on / off switch for this device, this must be replaced. The gas connection shows signs of corrosion inside and must be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a while, the screen turns off and starts beeping. The issue found during preparation for use. There is no patient involvement associated on this reported event. Device return inspection found failure of the cr board.